Event description:
Boston scientific received info that this atrial lead dislodged. A repositioning attempt was done unsuccessfully after multiple attempts and no capture. The lead was explanted. No adverse pt effects were reported.